Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2014 due to discomfort at the ipg site. During the procedure, the doctor decided to explant and replace the patient's ipg (with a different model). The doctor also implanted the replacement ipg in a new location and implanted extensions for accommodation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.